Event description:
The reporter obtained back to back (rapid succession) blood glucose results of 199 mg/dl and 99 mg/dl. His diabetic educator stated his meter was reading okay and it was probably the application of blood sample that caused his meter reading inconsistencies. No symptoms reported and no allegation of harm.